Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal with lymphadenectomy prostatectomy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that the message "arm not ready. Remove instrument to continue" appeared on the universal surgical manipulator (usm) 1. The instrument on the usm 1 was grasping the tissue. The surgeon forcefully opened the instrument tip with another instrument to release the tissue. After, the message was cleared by reseating the instrument on usm 1. The customer stated that the assistant surgeon could have accidentally removed the wrong instrument on usm 1 instead of usm 2. The isi tse explained that was the cause of the message. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the target tissue was the prostate. The instrument jaws were holding the tissue. Irk was not used. The customer used another instrument to open the instrument's jaws. There was no adverse effect on the grasped tissue. There was no unexpected bleeding.